Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the input power supply connector and image subsystem pcbs. The system was tested, and found to be working as intended, and placed back into service.

Event description:
It was reported that the 7600 system c-arm would not boot while setting up for a case. Another system was used to complete the case. There was no report of pt injury.